Manufacturer narrative:
Device analysis by MFR: microscopic examination of the returned device revealed that the no damage. A test inflation device was connected to the hub and pressurized inflating the device to rated burst pressure 12atm. The device maintained pressure for 5 minutes with no leaks or irregularities. A guidewire was also successfully advanced through the catheter. The reported leak and interaction with a guidewire were not confirmed.

Event description:
It was reported that the guidewire perforated the balloon. A coyote balloon dilation catheter and a savion flx guidewire were selected for use in a percutaneous transluminal angioplasty procedure in the lateral plantar artery. Vascular access was obtained through an antegrade approach via the common femoral artery. During the procedure, the coyote balloon dilation catheter was placed in the lateral planter artery. After the physician exchanged wires, the savion flx guidewire was advanced through the catheter and perforated the balloon. Everything was then removed from the patient. The patient was fine and experienced no adverse effects. No further information is available regarding completion of the procedure.

Event description:
It was reported that the guidewire perforated the balloon. A coyote balloon dilation catheter and a savion flx guidewire were selected for use in a percutaneous transluminal angioplasty procedure in the lateral plantar artery. Vascular access was obtained through an antegrade approach via the common femoral artery. During the procedure, the coyote balloon dilation catheter was placed in the lateral planter artery. After the physician exchanged wires, the savion flx guidewire was advanced through the catheter and perforated the balloon. Everything was then removed from the patient. The patient was fine and experienced no adverse effects. No further information is available regarding completion of the procedure.